Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Troubleshooting did not resolve the issue. As a result, surgical intervention may be pending to address the issue.